Event description:
It was reported that during an operation, impedance readings of over 4,000 ohms on all bipolar pairs were seen on multiple leads. It was later reported that there was a subcutaneous placement and the pt was closed. Additional info received reported that during a sub-orbital lead placement high impedances were seen on a lead. The lead was explanted and replaced with another lead. The replacement lead also showed high impedances. The pt was under general anesthesia and was not able to feel stimulation. During post-op recovery the pt had great stimulation on all electrodes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the lead: model 3778-75, serial# (B)(4) found no significant anomalies. There were suspected body fluids observed in the lead, with no impact on lead performance. Continuity was acceptable on all circuits, and there were no shorts (dry). The lead was functionally ok.